Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, a 3.0 cm leveen superslim electrode was used to puncture the liver via echogram. The tines were half-deployed and the ablation was started at 10w. The output was then increased by 10w every minute, and roll-off was achieved in approximately two minutes. A second ablation was then initiated in the same location, beginning again at 10w. However, when the physician increased the output to 20w after the first minute, the generator ceased delivering energy and rebooted on its own. The physician pushed the start button after the reboot, and the generator suddenly powered off. This issue occurred a second time; no error messages were displayed. The procedure was completed with another rf3000 radiofrequency generator and the same leveen superslim electrode. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, a 3.0 cm leveen superslim electrode was used to puncture the liver via echogram. The tines were half-deployed and the ablation was started at 10w. The output was then increased by 10w every minute, and roll-off was achieved in approximately two minutes. A second ablation was then initiated in the same location, beginning again at 10w. However, when the physician increased the output to 20w after the first minute, the generator ceased delivering energy and rebooted on its own. The physician pushed the start button after the reboot, and the generator suddenly powered off. This issue occurred a second time; no error messages were displayed. The procedure was completed with another rf3000 radiofrequency generator and the same leveen superslim electrode. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluation: troubleshooting of the returned device included a visual inspection, inspection for loose hardware, a final test, radiofrequency (rf) energy delivery with test loads, stress testing, and a central processing unit (cpu) board test. The complaint that the unit rebooted on its own was confirmed during the evaluation; the unit rebooted itself after 15 minutes of burn-in during the final test. A cpu board was then replaced, and the final test was completed with no further occurrences of restarting. The device did not shut off on its own during the evaluation. Two bumper feet were noted to be missing during the visual inspection. Long or extended use of this device (i.e. Wear and tear) is the most probable root cause of the defects identified during the evaluation. A review of the device history record (DHR) was performed; no anomalies were noted. This was the first time this unit has been returned for service. A search of the complaint database revealed that no similar complaints exist for the specified serial number.